Event description:
During the procedure, pressure problems with the cool point pump resulted in the procedure being cancelled with no adverse consequences to the patient. While preparing for the procedure with the patient prepped, it was noted that the cool point pump repeatedly displayed a pressure error. The adapter and the tubing set were replaced without resolving the issue. The procedure was cancelled and rescheduled with no adverse consequences to the patient.

Manufacturer narrative:
One cool point irrigation pump was received for complaint evaluation. During the functional testing the pump alarmed with ¿pres¿ display and stopped functioning. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with manufacturing specifications and procedures.